Event description:
Medwatch report (B)(4) received stated that "while flushing uac [umbilical arterial catheter] after obtaining labs part of the transducer tubing dislodged from connection site at stopcock (transducer saved and given to management). Scrubbed stopcock x3 with chlorhexidine swabs and placed a 3ml syringe at the end. Ordered new fluids and called pharmacy to have them sent stat. Entire line changed." This event occurred on an unspecified date in february 2025 in the critical care at the facility. Additional information was provided by the customer on 13-may-2025: the fluid used to flush the tubing was normal saline. The line was changed and new IV therapy had to be ordered and made by pharmacy. There was no medical intervention needed. There are no additional clinical comments or observation regarding these events/products. There was no harmed/adverse event reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. D9 - date returned to mfg: 16apr2025.

Manufacturer narrative:
The reported complaint of separation was confirmed based on the image provided no product samples, videos were returned for investigation. However, an image was provided by the customer showing the pressure tubing separation. Without the return of the reported sample, a probable cause could not be identified. Lot history review could not be conducted because no lot number(s) was/were identified.